Event description:
It was reported that this implantable cardioverter defibrillator (icm) delivered 1 inappropriate burst of anti-tachycardia pacing and 1 tachy shock due to an episode of atrial fibrillation with rapid ventricular response. There is no evidence of therapy exhaustion. This device remains in service and it was reprogrammed as corrective action. Reportedly, the patient had been off his medications for several weeks. Additional information was received stating that this patient received once again inappropriate therapy without any evidence of therapy exhaustion once again. The patient went to the emergency room and was not admitted due to an excess of covid-19 cases in the hospital, but they recommended him to put a magnet on his icm. The device has been reprogrammed three times and the patient keeps having lots of problems. The patient wants his device to be turn off and the physician does not agree. Technical services recommended getting a new physician to write orders for turning the defibrillator off preferably and discussed magnet use. No additional adverse patient effects were reported.